Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives adenovirus occurs when it should be negative. The following information was provided by the initial reproter: problem on enteric viral panel with adenovirus often being rendered pos when it is neg.

Manufacturer narrative:
G5. PMA/510k#: (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives adenovirus occurs when it should be negative. The following information was provided by the initial reporter: problem on enteric viral panel with adenovirus often being rendered pos when it is neg.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for adenovirus while running the enteric viral panel assay. A bd field service (fse) was dispatched to the customer site where they performed replacement of the heater mux on side a and performed re-normalization of both readers. Robot calibration was also performed. Instrument performance was qualified following repair and was confirmed to be operational to bd specifications. This complaint is confirmed by service & quality. The root cause was traced to component failure of the heater mux on side a. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and four additional cases were observed on (B)(6) 2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.